Manufacturer narrative:
An arjo representative was informed about an event involving the flowtron acs900 pump. The customer reported that the father of the newborn baby received an electric shock. The event happened when his left foot touched the power cable in a place where was damaged. As a consequence of the event, an injured person was taken to the emergency department, where was confirmed that no significant injury occurred. Following the incident, an arjo representative performed an inspection of the involved device. It was found that the main power cable was physically damaged. It was confirmed that after the event the device was withdrawn from use by the customer, according to the warning included in flowtron acs900 user guide ¿make sure the mains power cable and tubset or air hoses are positioned to avoid a trip or other hazard and are clear of bed moving mechanism or other possible entrapment areas.¿ the complaint was decided to be reportable due to an allegation that an electric shock occurred. The power cord was found to be damaged and from that perspective, the device did not meet performance specifications. It is unknown if the device was in use by a patient when the malfunction occurred.

Event description:
An arjo representative was informed about an event involving the flowtron acs900 pump. The customer reported that the father of the newborn baby received an electric shock. The event happened when his left foot touched the power cable in a place where was damaged. As a consequence of the event, an injured person was taken to the emergency department, where was confirmed that no significant injury occurred.